Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a broken tip at the very end. The issue was found during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the reportable malfunction was identified during the device evaluation: broken light guide fiber. A root cause could not be identified. Based on the results of the investigation, it is likely the cause of tip of it is broken right at the very end there due to broken light guide fiber. The most probable cause of broken light guide fiber traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.